Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 10 miu/ml hcg cutoff serum control, all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided by the customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A false negative serum hcg result was reported with cardinal health rapid test hcg combo vs. A positive quantitative result. A (B)(6) female patient who had not had a regular period since 2009 initially tested positive with the cardinal health rapid test; a repeat a few minutes later using the same sample yielded a negative value. Sample was sent for a quantitative test and the result was 77 (units not provided). The patient's surgery for parathyroidectomy was cancelled based on the quantitative value and patient was sent to obstetrics/gynecology.